Event description:
It was reported that pump experienced malfunction alarm with malfunction code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.